Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc231650e, serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a trial lead implant procedure, the patient experienced increased pain around the implant site and was too uncomfortable. It was also suspected that the physician may have scraped or punctured the dura. The patient underwent a lead explant procedure the same day. The event has resolved.